Manufacturer narrative:
The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil, the oil return valve and housing filter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Device manufacture date corrected from 9/23/2006 to 9/21/2008. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra) and service history review. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were not returned for further evaluation. Service history was reviewed from november 2016 to may 2017 and no significant trend was observed. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Initial reporter phone # is (B)(6). A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter, oil mist filter, oil return valve and housing filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of an "oil smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.